Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer's caregiver, who is the mother reported a sensor scan of 370 mg/dl compared to a competitor meter reading of 59 mg/dl. The customer experienced symptoms of hand tremor and restlessness, requiring third-party treatment of food. No further information was provided. There was no report of death or permanent impairment associated with this event.